Event description:
It was reported that the patient presented remotely. It was discovered that their implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing and as a result was providing inappropriate anti-tachycardia pacing. Therefore, programming changes were made to resolve the issue. The patient was discharged after programming changes were performed.